Event description:
It was reported that inspection of the fenestrated bipolar forceps instrument identified damage. No further information was provided. No patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a damaged conductor wire insulation at the yaw pulley. Due to the damage, the internal conductor wires were exposed. The conductor wire was not fully broken. No thermal damage identified. The instrument passed the electrical continuity test.